Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back blood glucose tests, minutes apart, using separate fingersticks, and got results of 165, 118, 135, and 124 mg/dl. He did not have any symptoms. Rptr stated that the test strips he was using had expired, and that he did not have any control solution for testing.